Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no impact to the customer's blood glucose level. The customer changed the supplies and resumed insulin therapy. As the occlusions had occurred in the past, tandem technical support was unable to perform troubleshooting to determine a cause of the occlusions.